Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners cutting their mouth and their top and bottom teeth are not straight and hurt when they bite into food. Their teeth are more uneven than before treatment. Requested information and bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.